Event description:
An ocd analyst observed an unexpected positive vitros ahbs result (13.1 miu/ml) versus the expected negative result (< 4.23 miu/ml) for a single sample run during a routine internal test event using the vitros 3600 immunodiagnostic system. Biased results of the magnitude and direction observed may lead to inappropriate physician action if patient results are affected. The unexpected positive vitros ahbs result was not reported to a health professional. There was no report of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that an unexpected positive vitros ahbs result was obtained from a single sample run during a routine internal test event using the vitros 3600 immunodiagnostic system. The investigation could not determine a definitive root cause. An instrument issue, a reagent issue, or the use of expired reagent cannot be ruled out as contributing factors. Although expired vitros ahbs reagent was used for this internal test event, the sample was expected to produce a vitros ahbs negative result. The investigation is ongoing.